Event description:
It was reported that patient had catheter inserted on (B)(6) 2013 and came in to have sutures removed (B)(6) 2013. Cuff was not ingrown into tissue and nurse noticed that after the sutures were removed, the line would begin falling out.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of huxg2495 showed no other similar product complaint(s) from this lot number.